Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and 75% re-stenosed distal right coronary artery. A 2.5 x 12 mm nc traveler balloon catheter was being inflated when the balloon ruptured at 12 atmospheres. A non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: joker; guide cath: mach1. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.